Event description:
It was also reported that there was noise on the right ventricular lead.

Event description:
It was reported that the right ventricular lead was oversensing and had a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary - a partial lead was returned in segments. Analysis was performed and no anomalies were found. However, the distal conductor of the lead was extrinsically over-rotated. The setscrew marks on the connector pin were too proximal. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. (B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2009. (B)(4).